Manufacturer narrative:
This medwatch is reporting the exchange of the modular cable. The referenced lvad fault alarm and subsequent exchange of the system controller is reported under medwatch MFR report # 2916596-2018-00166. The lot number of the modular cable was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 4 months. The event occurred at (B)(6). The patient remains ongoing on lvad support with the replacement modular cable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that an lvad fault alarm occurred on (B)(6) 2017. The patient was asymptomatic. Reportedly, the alarm occurred if one bar of the system controller 14v battery decreased. The modular cable was exchanged on (B)(6) 2017; however, the alarm did not resolve. The system controller was subsequently exchanged. No further issues have been reported.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between the modular cable and the reported lvad fault alarm could not conclusively be determined. Additionally, the reported lvad fault alarms could not be confirmed through the submitted log file. The heartmate 3 lvas instructions for use (IFU) and patient handbook explain all system alarms and the recommended actions associated with them. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.